Event description:
A report was received that a pt had his precision system explanted. The ipg had an indentation and was not providing stimulation after the pt suffered a fall last year. The system was replaced and the pt is reportedly doing well.

Manufacturer narrative:
Explanted devices will not be returned to bsn for evaluation as they were discarded by the medical facility.